Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that the untrained physician attempted an arteriotomy closure of the common femoral artery using the starclose device after a diagnostic procedure. The device pulled out of the artery before the clip was fired. The thumb advancer arrows were lined up. Hemostasis was achieved with manual compression. There were no pt adverse effects. There is no add'l info available.